Event description:
It was reported that there was difficulty getting the catheter into place. The reporter stated ¿they had trouble getting in to my spine, and they got blood¿, and that they ¿put it off¿ for another time and then were able to get it to do the trial. The trial results were ¿marginal¿ per the reporter. The trial was performed to deliver baclofen. No further details were reported regarding the catheter placement difficulty.

Manufacturer narrative:
(B)(4).